Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The physician was attempting to treat a 90% stenosed lesion located in the moderately tortuous and severely calcified superficial femoral artery (sfa) with this 4.0 x 20/135 (4f) sterling balloon catheter. The balloon catheter was advanced to the lesion without difficulties. The balloon was inflated to 6atms on the first inflation. On the second inflation, the balloon ruptured at 4atms after being inflated for approximately 10 seconds. The device was removed from the patient intact. The procedure was completed with a different device. There were no reported patient complications. The patient status is listed as "good".

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)